Event description:
A healthcare facility reported that the footswitch was sticking and not responding during surgery. No pt harm has been reported. No additional information has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).